Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized. No further information was provided about the hospitalization. Blood glucose at the time of the call was 286 mg/dl. Customer experienced no symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer reported they had recently changed their infusion set leading to the hospitalization. Troubleshooting was performed. The customer reported a bent cannula. The insulin pump will not be returned for analysis. The auto mode feature was not in use.